Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 20-jun-2024. Section h3 - device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product. The plunger rod was found fully retracted. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no damage; however, viscoelastic residue was identified which may have contributed to the complaint event. The device assembly was inspected and presented with no issues; however, viscoelastic residue was identified below the lens module indicating an excessive amount may have been used. The plunger rod was advanced, and no resistance was felt. The lens was inspected, and no issues were identified. No further evaluation was performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the preloaded intraocular lens (iol), the haptic of the lens remained outside the eye and had to be removed. The patient is currently awaiting the placement of the new lens. Follow-up revealed that the haptic was folded during insertion into the left eye. However, an unspecified problem occurred during delivery, causing a capsule tear that required a vitrectomy. No further information has been provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was not fully implanted and was removed during the same procedure. Section d6b: if explanted, give date: as lens was not fully implanted and was removed during the same procedure. Section e1 - (B)(6). Section h3 : the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.